Manufacturer narrative:
Weight and ethnicity: information was requested however, customer did not have this information. A review of the records related to this equipment that included labeling, manual, and risk documentation reviews for this equipment was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision has been submitted.

Event description:
It was reported that during the flap lift of the right eye, the stromal bed was lifted near the sclera. Doctor stated that the gutter for the right eye was wider in the area where the stromal bed lifted. The excimer treatment was completed and a bandage contact lens (bcl) was placed. Doctor was unaware that patient was post lasik since 2004 and stated that the issue was most likely due to the patient's history. No additional information was provided.